Event description:
Procedure: urogynecological. According to the rptr: the pt's attorney alleged a deficiency against the device. Add'l info has been requested, but not yet rec'd. Product was used for therapeutic treatment.

Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4), (importer).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Reason for mesh implantation: uterine prolapse, genuine stress urinary incontinence. Procedure (s) performed: total vaginal hysterectomy, tension-free vaginal tape urethral sling procedure. Complications post implantation: outcome attributed to device: pain, urinary problems, recurrence, dyspareunia, cramping, pulling, numbness.